Event description:
A report was received that the patient was frequently charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had a previous revision wherein electrocautery was used. Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of frequent/difficulty charging was confirmed. The analog integrated circuit (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit-u1, reference er2010. The use of electrocautery during the patient's lead revision resulted in the reported complaint.

Event description:
A report was received that the patient was frequently charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.